Manufacturer narrative:
UDI= (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's pocket site incision was opening up. The patient underwent a revision procedure wherein ipg was relocated from right to left side. The patient was doing well post operatively.